Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a intellatip mifi oi temperature ablation catheter and ntellanav stablepoint open-irrigated catheter had a high temperature issue. The catheters were used in power control mode with a maestro generator. No error messages were displayed. To solve the issue the catheters were exchanged for another. The procedure was successfully completed with no patient complications.